Event description:
The reporter stated that on (b)64) 2012 the pump lost power and the patient's blood glucose (bg) was 415 mg/dl. The reporter denied signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. The reporter stated that the battery had been changed on (B)(6) 2012 after a low battery warning was received on (B)(6) 2012. The reporter confirmed that the battery cap was secure and there was no structural damage to the battery cap or compartment. The reporter denied visible corrosion in the battery compartment. The reporter stated that at the time of the power loss, she removed and reinserted the battery and the pump powered on. This complaint is being reported because of the alleged power loss without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There was no damage found to the battery cap. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.